Event description:
Immediately after placement, it was observed endoscopically that the dome portion of the device was in the abdominal cavity. The user stated the procedure was performed as usual. The user suspects leakage of the dome/deflation lumen. The device was traction removed after the dome was completely deflated. Another device was used as a replacement.